Event description:
The report we received from our affiliate indicated that during a stenting procedure to a heavily calcified and tortuos common iliac artery (no information regarding which side) the smart control stent jumped 2cm ahead of the target lesion. Another stent (smart control, cat/lot no. Unk) was deployed to cover the lesion and successfully finish the procedure. An lisilateral approach was used and the lesion was 90% stenosed. There was no adverse consequence to the patinet. As per the reporting affiliate, all instructions for use were followed during deployment. No additional patient or procedureal information is available as per the affiliate. The product is not available for evaluation and testing.